Event description:
Patient had a space oar vue - (B)(4) placed and developed colo urethral and rectourethral fistulas. There is no definitive data to prove this was the cause of the fistulas development but out of an abundance of caution this product is no longer being used by urology. (B)(4).